Event description:
The customer reported a charge/shock failure error message. There was no negative patient impact.

Manufacturer narrative:
(B)(4). The device was sent to the philips bench for evaluation. The reported symptom was confirmed as charge/shock errors were noted in the status log. The therapy pca was replaced to resolve the issue. The device passed all testing and was returned to the customer site for use. A malfunction of the therapy pca caused the charge/shock error. Replacement of the therapy pca resolved the issue.